Event description:
The user hears a buzzing noise when speaking. On june 01, 2022, it was determined that the electrode migrated, and some contacts were outside of the cochlea. Re-insertion surgery took place on july 22, 2022. Shortly after that, the electrode migrated again, and a second re-insertion surgery was done on july 26, 2022. Then the electrode migrated again on (B)(6) 2023. No further surgical intervention was done. A diagnostic image to see the current electrode position will be performed.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Manufacturer narrative:
Conclusion: according to the information received, the device was not providing benefit to the recipient due to a post-operative active electrode migration out of cochlea. The electrode migrated several times and the recipient underwent already two re-insertion surgeries. Reportedly the recipient suffers from a cochlear malformation, which might have contributed to the migration of the electrode. Currently the recipient is still satisfied with the implant and no additional re-insertion surgery is planned. This is a final report.

Event description:
The user hears a buzzing noise when speaking. On (B)(6), 2022, it was determined that the electrode migrated, and some contacts were outside of the cochlea. Re-insertion surgery took place on (B)(6) 2022. Shortly after that, the electrode migrated again, and a second re-insertion surgery was done on (B)(6), 2022. Then the electrode migrated again on (B)(6), 2023. The clinic does not want to re-insert the electrode once again because of the high risk of another electrode migration due to mondini dysplasia. The user is still satisfied with the implant. No further steps are planned for this ci.